Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws would not close properly and apply the clips. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition with a clip partially fed into the jaws. In an attempt to replicate the reported incident, the clip was removed from the jaws and the device was tested for functionality. Upon testing, the device was cycled, fed and formed five conforming clips and one clip with gap as the clip snapped towards the tissue stop. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.